Event description:
The customer reported via phone call that she was hospitalized due to a high blood glucose level of over 500 mg/dl. She was having issues with the infusion set. She noticed that every time she changed the infusion set, when her blood glucose was running high, the cannula was missing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.